Manufacturer narrative:
(B)(4). This is a report of a home patient who did not complete the connection between a y-set and a drain bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient did not complete the connection between a y-set and a drain bag. This occurred during prime of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.